Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that on (B)(6) 2023 at 2030, the user filled the burette (IV set) with maintenance fluids to approximately 40ml, "all air valves were closed." The infusion was set to run at 50ml/hr. At 2200, the user noticed that burette was not filled with maintenance fluids and upon taking a closer look, "air had run through the pump" towards the patient's IV access. The pump reportedly did not alarm for air-in-line. The pump was immediately turned off and the clinician aspirated 20mls of blood with "approximately 2mls of air" from the patient's central venous line (cvl) access. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023 at 2030, the user filled the burette (IV set) with maintenance fluids to approximately 40ml, "all air valves were closed." The infusion was set to run at 50ml/hr. At 2200, the user noticed that burette was not filled with maintenance fluids and upon taking a closer look, "air had run through the pump" towards the patient's IV access. The pump reportedly did not alarm for air-in-line. The pump was immediately turned off and the clinician aspirated 20mls of blood with "approximately 2mls of air" from the patient's central venous line (cvl) access. There was patient involvement but unknown outcome.